Manufacturer narrative:
A steris service technician inspected the transfer cart and found two loose nuts on the release rod however, it is unlikely that this would have resulted in the reported event to occur. The technician stated that the reported event is likely attributed to the transfer cart not being properly aligned with the track thus causing the reported event to occur. The technician repaired the transfer cart, tested it for proper operation and alignment to the sterilizer and returned the cart to service. No additional issues have been reported. The technician discussed the proper use and operation of the transfer cart with user facility staff.

Event description:
The user facility reported that while an employee was utilizing a transfer cart to load the sterilizer she obtained an injury. The employee sought and received medical treatment.